Event description:
Medical assistant went to move aloka ultrasound processor for procedure. Attached monitor swung around and struck her in right eyebrow area. Initial redness and mild swelling. When looking at aloka design, there is no stop to prevent monitor from freely turning on axis.